Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that after the trial, the patient went on to have the ins implanted after a couple of weeks, but the device site got infected. Almost immediately and the patient had sepsis. After implant, the patient had pain at the implant site, they went to see their mother to see if she could re-pack the bandages, but patient¿s mother said they needed to go to hospital because there was a big hole at the implant site. Patient was taken to hospital in an ambulance and was hospitalized for 3 days and was on IV. Patient stated, ¿she almost died¿. The neurologist at the hospital decided to remove the device due to that infection. The device was removed after 2 or 2.5 months of implant.